Manufacturer narrative:
Recall number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient has not charged or used his ipg since the end of (B)(6) 2013. The patient's ipg will not communicate with external devices. And sjm representative met with the patient and confirmed the issue. Surgical intervention may be undertaken at a later date to address the issue.